Event description:
It was reported that the customer was hospitalized due to high blood glucose of 600mg/dl. It was stated that the events leading to her admission was nausea and vomiting. Troubleshooting was performed. The customer's most recent glucose reading was 495mg/dl, and she has treated with manual injections. The programming, time, and date were correct. Ran a fixed prime and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.